Event description:
It was reported that with a tego® connector that the rubber seal was removed completely from tego. There was patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 20jun2025. Investigation summary two (2) used list# d1000, tego¿ connector, appx 0.05 ml were returned for evaluation. As received, one of the samples, came completely with the seal pell off and some marks on the yellow body were observed. On the other sample, no physical damage, anomalies or occlusions were confirmed, no mating device was returned for evaluation. The tego with no damage was tested as procedure and met the product specifications. The presence of adhesive on the sample that came with the seal completely peeled off was confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Complaint of rubber seal removed completely from tego can be confirmed. However, the reason why, how or when the seal was removed is unknown.